Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "as the surgeon was impacting the proximal body onto the distal stem the piece snapped off into the wound."